Event description:
It was reported that loss of capture, decreased sensing, and decreased impedance were observed. The lead was explanted and replaced. Patient was fine.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.